Event description:
Report 11 of 12: it was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was hemolysis and poor barrier separation of one patient sample. The following information was provided by the initial reporter: "patient ID: (B)(6). We have had three samples within a day of each other, from nd gum where the samples have been grossly lysed, serum gel not separating properly after centrifugation. We actually have had several more over the last month. 5ml gold bd ssts batch number is 2189022 exp 01/2024."

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.

Manufacturer narrative:
The following fields have been updated with corrected information as the batch number is unknown. B.5. Describe event or problem report 11 of 12 it was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was hemolysis and poor barrier separation of one patient sample. The following information was provided by the initial reporter: "patient ID: (B)(6) we have had three samples within a day of each other, from nd gum where the samples have been grossly lysed, serum gel not separating properly after centrifugation. We actually have had several more over the last month." H.6. Investigation summary: material #: (B)(6) lot/batch #: unknown bd received three (3) photos for investigation. The photos were reviewed and the indicated failure mode for hemolysis and poor barrier separation was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode hemolysis and poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
Report 11 of 12 it was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was hemolysis and poor barrier separation of one patient sample. The following information was provided by the initial reporter: "patient ID: (B)(6) we have had three samples within a day of each other, from nd gum where the samples have been grossly lysed, serum gel not separating properly after centrifugation. We actually have had several more over the last month."